Event description:
It was reported that the ilet lost connection to the paired dexcom g7 sensor, prompting the device to request a blood glucose entry; the user re-paired the sensor using the provided pairing code and successfully restored connectivity. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of cgm data to the ilet with recovery after troubleshooting. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that re-establishing the bluetooth pairing between the ilet and the dexcom g7 resolved the signal loss. It was concluded that the event was due to cgm signal loss to the ilet, which was addressed through re-pairing without clinical harm.